Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service rep (csr) documentation. A no response letter was sent to the pt. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter is giving inaccurate erratic readings. The pt reported blood glucose results of "127 and 111 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Reportedly, 1 hr after the product issue began, the pt claimed she develop symptoms of shaky and anxious. The pt did not receive any treatment as a result of the reported meter readings. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know what the pt's blood glucose reading was during the reported symptoms. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/or <=20% mg/dl. During troubleshooting, the cca verified that the results were taken from the same approved testing site. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.